Event description:
Customer reports, lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of the suspect device and replacement was sent.